Manufacturer narrative:
As reported, the optifix straight device deployed broken fasteners. The subject device was returned for evaluation. Evaluation of the sample finds for a bent guide wire. The functional evaluation resulted in the successful deployment of fasteners. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported issue is the result of the bent guide wire. The guide wire on the device is found to be bent from applied forces when in use. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during a procedure on (B)(6) 2021, a bard/davol optifix straight fixation device was used to fixate an unknown mesh. It was reported that broken fasteners were deployed from the device which were removed from the patient's body. It was also reported that the surgeon is an experienced user of the device. There was no reported patient injury.